Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens unit. In addition, we confirmed that the electrical connector corroded, and the nozzle gluing missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.